Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported the procedure was cancelled. A ce ilab ultrasound imaging system was selected for use. During the procedure, the motor could not show the image. The procedure was not complete due to this event. No patient complications were reported.